Manufacturer narrative:
The manufacturer received additional information from the site on apr. 02, 2019. The following updated event summary has been included in section b5: on (B)(6) 2015 a patient received a carbomedics standard mechanical mitral valve, m7-025. The manufacturer was notified on that the device had been explanted on (B)(6) 2018. The device was explanted due to valve thrombosis. No device malfunctions were identified. The device is not available for return and analysis as it was sent to pathology per site explant protocol. The patient was discharged and sent home. Information regarding the device used as a replacement was not provided. No information regarding the device functionality prior to the event is available. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the above information the event is attributable to valve thrombosis requiring reoperation and explant. Because the device is not available for return and analysis no further investigations are possible at this time. The root cause of the thrombosis is thus unknown at this time. Fields changed: b4, b5, d7, g4, g7, h2, h6.

Event description:
On (B)(6)2015 a patient received a carbomedics standard mechanical mitral valve, m7-025. The manufacturer was notified on that the device had been explanted on (B)(6) 2018. The device was explanted due to valve thrombosis. No device malfunctions were identified. The device is not available for return and analysis as it was sent to pathology per site explant protocol. The patient was discharged and sent home. Information regarding the device used as a replacement was not provided. No information regarding the device functionality prior to the event is available.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2015 a patient received a carbomedics standard mechanical mitral valve, m7-025. The manufacturer was notified on (B)(6) 2018 that the device had been explanted. No additional information was received.